Manufacturer narrative:
Continuation of d10: product ID b3301542m serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID b3400060m serial# (B)(6) implanted: (B)(6) 2025 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542m, serial/lot #: (B)(6), ubd: 06-mar-2027, UDI#:(B)(4) ; product ID: b3400060m, serial/lot #: (B)(6), ubd: 06-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had high impedances on the right lead, which did not cause any side effects but limited MRI and brainsense capabilities, important for the study the patient is participating in. No environmental or external factors were reported. Diagnostics included opening the battery pocket to remove and reinsert the extensions, switching extension cable ports, opening the head incision, and using a lead test cable on the right lead, which confirmed the high impedances were due to the lead itself. The left and right extensions were also swapped to rule out extension issues. The surgeon decided to reconnect everything and schedule the patient for a stage 1 revision on 11/3. The issue remains unresolved, and the healthcare professional has no further information. Exploratory surgery was performed, confirming the right brain lead as the source of the high impedances, but the lead was not replaced during the procedure. See 708018899 for the initial high impedance report

Event description:
See h.11.

Manufacturer narrative:
Continuation of d10: product ID b3301542m serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead product ID b3400060m serial# (B)(6) implanted: (B)(6) 2025 product type extension the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the outer insulation was separated in the body of the lead; consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3301542m, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Product ID b3400060m, serial# (B)(6), implanted: (B)(6) 2025, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information provided by manufacturing rep indicating that lead revision due to high impedance was performed with only right lead replaced. Stage 1 revision of right lead completed (B)(6). The high impedance completely resolved. The lead had visible damage on it after being explanted but surgeon was not sure if damage was caused during the explant, or if it was already visibly damaged before the explant. Device to be returned for further analysis.